Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient one (1) of two (2). The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed and generated negative result. Confirmation testing was performed with cobas liat covid-19 and generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Reference MFR. Report: 1221359-2021-01489. The investigation is still in progress. A supplemental report will be provided after completion.